Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was not returned to olympus for inspection and the reportable malfunction could not be confirmed. The customer was advised to replace the maj-1933 cable for the device to attempt to resolve the issue. Based on the results of the investigation, a definitive root cause could not be established as it remains unknown if the cable was replaced by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported, that they are still having issue with this loaner evis exera iii video system center (cv-190.) And it is not clear what kind of errors they are getting, but sounds like scope communication error (b30). The customer would like to send this loaner cv-190 back in for replacement. And get new cables as well. It was not known, what part for the cables to be replaced, but the printer was working fine. Customer was given part number of digital light source cable (maj-1933). And was advised, that they have to buy the cable and call repair and loaners after 8:00 am. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had a scope communication error (b30). There were no reports of patient harm.